Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient had been presenting with low sensing and elevated capture threshold from their right atrial lead for some time. Lead had been reprogrammed to work around it, but the lead continued to exhibit the same issues. Physician suspected lead fracture. Lead was capped and replaced on (B)(6) 2020 during a normal generator change out. Patient was discharged home after the procedure.